Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect. At first titration, the pt had an overdose; he was "like jello". Sometimes the pt was underdosed; they titrated up and the pt didn't feel anything. The pt was itchy, but it was thought that it could be due to dry skin. It was also noted that the pt had fallen 12-13 times. An x-ray showed the pump to be fine. Dye studies were never done. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.